Manufacturer narrative:
H11 initial and final MDR (B)(4) - device 2 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula due to which he experienced high blood glucose level of 20.9mmol/l. Also, the patient had high ketones. Therefore, they tried to treat it with bolus via pump, but on (B)(4) 2024, the patient first went to the emergency room for ten hours. Moreover, the issue occurred with four simiar types of infusion sets and the site was patient's abdomen. During hospitalization, the patient received fluids of saline (unknown), insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2024, the patient was released from the hospital with no permanent damage. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.